Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance. The impedance has remained within range. Technical services (ts) suggested reprogramming the lead and further actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.